Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported from the company's technical services was contacted and from review of the data it was found that there is undersensing from the tachycardia episode for how the sensing vectors are programmed. Also, the detection is delayed partially because the cc (case coil)/far field channel is not active and only vf (ventricular fibrillation) intervals are taken into account (ventricular tachycardia (vt) detection is programmed off).

Manufacturer narrative:
Continuation of d10: 693565 rv lead, implant date:(B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased and had passed away the day their ICD (implantable cardioverter defibrillator) was implanted. It was noted that the implant went well, without complications and the electrical measurements of the implantable cardioverter defibrillator (ICD) were all normal and the measurements with the device after the implantation were all normal as well. However, that same afternoon the patient had several arrhythmic episodes but the ICD was not able to terminate the last one. The physicians reviewed the case and believe that everything is fine and that due to the patient¿s advanced heart disease there was a moment in which they dissociated electromechanically and the shocks were no longer effective. Since the patient was still in the hospital when it happened, a chest x-ray was done to check the lead, and there was no dislocation. The only thing that catches the physicians¿ attention is that too much time passes between the first shock and the second shock, almost 2 minutes. In between, the ICD detects episodes of nsvt (non-sustained ventricular tachycardia) and fast rate, but does not classify them as vf (ventricular fibrillation). Therefore, there was delayed vf detection.

Manufacturer narrative:
Correction: e-doctor's name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.